Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were placed prior the hydrogel injection. The procedure was performed under general anesthesia. It was further reported that the hydrogel did not stay in place and seemed to be spreading out around the prostate. The patient current condition was unknown at the time of this report. No further information has been provided despite good faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.